Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection. The patient was doing well post operatively. Model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 5146244 / 5146249 model/catalog description: infinion cx lead kit, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had potential infection. The patient was prescribed antibiotics and was reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had potential infection. The patient was prescribed antibiotics and was reportedly doing well.